Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Two devices were evaluated in the field and the issue was confirmed; one device had an alignment issue and the other device had a jack leak. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, where it was reported the device had phantom motion. There was no patient involvement.